Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a loose and protruded drive support disk. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip and cracked belt clip slot.

Event description:
It was reported that the customer received a motor error alarm. Customer also reported high blood glucose levels. Blood glucose level at the time 532mg/dl. Customer reported he overbolused and put himself on a 5 unit basal. Insulin pump to be replaced. No additional information was provided.